Event description:
During an adenoidectomy procedure, the pt was reported to have sustained a burn to the pt's soft palate of the mouth that came in contact with the shaft of the wand during the procedure. The burn did not require treatment. The external insulation of the wand reportedly melted during use.

Manufacturer narrative:
The coblator ii controller was returned for investigation. The controller was tested according to arthrocare's test procedure which includes a visual inspection, checks of the default and maximum set points at specific resistance values, checks of the open circuit output voltages, check of the coagulation open circuit output voltage, checks of the maximum loaded voltage, checks of the limiting modes at the maximum set point, and a performance test (saline test) of the device in use with a wand to verify coblation mode. The device was found to meet all performance and electrical tests. Two devices, coblator ii controller and the procise xp plasma wand, were used in the same procedure. The second device, procise xp plasma wand, was filed under MDR 2951580-2009-00064.